Event description:
The event involved a plum 360 infusion pump, that was reported to have failed to alarm for air in line during patient infusion. The customer reported that the infusion was set up in primary line and started on 9:26 am on (B)(6) 2022. It was infusing inflectra. There was 250 ml fluid in the bag when the infusion started and there was 0 fluid was in the bag when the issue was noted. The customer also reported: the following: 300ml/hr, volume to be infused (vtbi) 250ml. Rate started at 100ml/hr x 15 minutes and then increased to 30ml/hr for the remainder of the infusion. There was 2 ml in the tubing; chamber was full of air. It was further added that there was no change in patient status before, during, and after the reported issue. The customer was unable to flush the remaining inflectra that was in the tubing due to the air that had gotten past the cassette; they used a different primary bag of normal saline to flush. There was no notable issues with the involved tubing set. There was patient involvement and a delay in therapy; however, no harm was reported as a consequence of this event.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Manufacturer narrative:
The device was received for evaluation on (B)(6) 2023 and it passed self test and visual inspection. The customer compliant was unable to be confirmed that the device has any issues with not alarming for air in line. Evaluation duplicated the protocol that the customer ran the pump at the volume to be infused. The device passed production verification testing. Probable cause was unable to be determined. Additional information d9.